Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an error 224. No patient harm reported.

Event description:
It was reported the subject device had an error 224. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide the results of the legal manufacturer's final investigation the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty cable connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.